Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3: device was not returned to manufacturing facility.

Event description:
It was reported an unspecified event involving an infusion running faster than expected "in the past". The customer stated that it was a programming error. This was a general feedback reported to bd associate during their sit visit. No further information were provided and no devices available for investigation. There was patient involvement but unknown harm.